Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. Inappropriate atrial tachy response (atr) episodes were stored due to oversensing. Technical services (ts) recommended follow up and programming optimization. The device remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2). .